Manufacturer narrative:
Tw ID# (B)(4). The hospital reported when preparing to harvest using the vasoview hemopro 2 and screwing the conical tip onto the endoscope, visible threads from the inside of the tip loose in the tip itself. They found that one of the scopes was damaged and had a burr on the end of it. It is suspected that the damaged scope created the situation outlined here and scraped the inside of the conical tip causing the plastic filament to be created. They removed the affected tip and asked for an accessory pack in order to complete the case. The harvest was then completed without incident. No patient injury. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record. No escalation is required at this time per mcv00022015, rev ag. A crf/CAPA/scar/ncmr review was conducted for the two year period oct -2022 through sept -2024. There were no crf/CAPA/scar/nmcr identified for the reported failure mode ¿environmental particulates ¿ and product ¿dissection tip¿. The lot # 3000416338 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported when preparing to harvest using the vasoview hemopro 2 and screwing the conical tip onto the endoscope, visible threads from the inside of the tip loose in the tip itself. They found that one of the scopes was damaged and had a burr on the end of it. It is suspected that the damaged scope created the situation outlined here and scraped the inside of the conical tip causing the plastic filament to be created. They removed the affected tip and asked for an accessory pack in order to complete the case. The harvest was then completed without incident. No patient injury.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.